Manufacturer narrative:
Date of event is estimated. Further event information requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 1627487-2020-00485. Reference manufacturing report number: 1627487-2020-00486. It was reported that the patient's scs system was stimulating the wrong side of the patient's body. The patient underwent surgical intervention wherein the entire scs system was explanted. Date of explant is unknown.